Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification results is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Worse swelling to her knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2011, from a health care provider, via a company representative regarding a (B)(6) female pt (unk initials). The pt had a history of knee swelling. The pt experienced worse knee swelling after receiving synvisc-one. On (B)(6) 2011, the pt received synvisc-one into an unspecified knee. The hcp reported the female pt had swelling to her knee after receiving the synvisc-one injection that was worse than before receiving the synvisc-one injection. On (B)(6) 2011, the pt returned to the hcp office, had her knee drained (20 cc fluid removed) and the pt received a steroid injection. The hcp reported the pt's knee swelling and knee effusion were probably related to the synvisc-one injection. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.